Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced cloudy effluent, reported as milky effluent. The cause of the event was not reported. The patient was not hospitalized for the event. The same day as event onset, the patient began prophylactic treatment with intraperitoneal vancomycin and fortum (1 gram each bag, for one day, no further details) for the event. The same day it was reported the effluent was normal and the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported pd therapy was ongoing, the milky effluent was not related to pd therapy and there was no event of peritonitis; therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.